Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that india sub label was wrongly pasted of a different lot on the foley catheter. Also stated that label was missing for one unit. The product was not used on patients as the error (sub-label mismatch) was identified at dealer place while invoicing.

Event description:
It was reported that india sub label was wrongly pasted of a different lot on the foley catheter. Also stated that label was missing for one unit. The product was not used on patients as the error (sub-label mismatch) was identified at dealer place while invoicing.

Manufacturer narrative:
The reported event is confirmed - post manufacturing. Based on visual evaluation of the attached photo, observed the product have additional sub-label pasted by bd india. The product catalog and lot numbers listed on the india sub-label did not match the catheter packaging. The catheter packaging contained product catalog # 123616ce with lot # mygq1300. The india sub-label stated product catalog number 123614ce with lot mygq6642. However, the reported event could not be confirmed since bd kulim does not provide india sub label and the reported event might happened during post manufacturing and not related to manufacturing process of bd kulim. Further investigation was conducted by bd india. Investigation conducted by bd india quality confirmed that the defect was a distribution error caused by their third-party logistics (3pl) supplier. Therefore, this complaint was confirmed - post manufacturing. According to logitech investigation, the process issues identified were due to inadequate accounting of damaged/rejected labels and the improper maintenance of reconciliation records. Further investigation is documented. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.